Event description:
Pt having tonsils removed. Insulated bovie tip ignited. Site is near airway. Changed tip with same results. Both tips had same lot#. Used different tip -lot number different also- things proceeded at time of incident. All lot numbers pulled. The bovie was set on 20 coag and fulgeration. Complaint was submitted and substantiated as a type 1.